Manufacturer narrative:
Corrections: emdr data - FDA registration number (montbonnot), d3 (legal manufacturer), g1 (manufacturing site), h6 (clinical sign and device code). Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient had acquired an infection with a reverse should prosthesis in. When trying to remove the hardware, there were signs of metalosis. Through all known methods of removal techniques and tools, the flex tray would not separate from the flex stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient had acquired an infection with a reverse should prosthesis in. When trying to remove the hardware, there were signs of metalosis. Through all known methods of removal techniques and tools, the flex tray would not separate from the flex stem.